Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in 287-382 mg/dl range. Customer was admitted to the hospital. Customer was treated with manual injections, intravenous insulin and fluids, and was released from the hospital the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.